Manufacturer narrative:
Concomitants: 02-010-01-0225 - logic femoral ps cem left sz 2.5: (B)(6). 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm: (B)(6). 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t: (B)(6). 200-02-32 - three peg patella 32mm: (B)(6). Recall number: z-0021-2022. The revision was likely the result of prosthesis wear over the course of over 12 years of implantation. Possible causes for polyethylene damage include high contact stresses during knee flexion, unequal joint force distribution between the medial and lateral sides, and inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient complained of pain, stiffness and dissatisfaction with their knee replacement. As a result, the patient underwent a left knee revision approximately 12 years and 6 months after initial implantation. Provided images of the tibial insert show signs of prosthesis wear. No further patient impact reported. No further information available.